Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for various assays for one patient sample. The initial results were: potassium: 8.92 mmol/l and 8.91 mmol/l, sodium: 176.6 mmol/l, chloride: 136.0 mmol/l, alp: 308.3 u/l. The results were reported outside of the laboratory and were questioned by the doctor as they did not correlate with the patient's clinical picture. The sample was repeated on (B)(6) 2018 and the results were potassium: 3.78 mmol/l, 3.77 mmol/l, and 3.85 mmol/l, sodium: 139.0 mmol/l, 139.2 mmol/l, and 140.1 mmol/l, chloride: 107.6 mmol/l, 107.3 mmol/l, and 109.3 mmol/l, alp: 83.0 u/l and 83.5 u/l. A new sample was drawn from the patient and the results correlated with the re-run results. Potassium: 3.49 mmol/l, sodium: 141.0 mmol/l, chloride: 109.0 mmol/l, alp: 83.0 u/l. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. A pipetting accuracy test was performed and passed. Both probes were replaced.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.